Manufacturer narrative:
Occupation: director of nursing event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath. The hospital staff noted that the balloon did not look as "wrapped" as it usually does, before the insertion. They ended up accidentally kinking the iab during the insertion attempts. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane loosely folded and blood on the exterior of the catheter. The sheath was not returned for evaluation. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The evaluation confirmed a kink on the catheter tubing and inner lumen. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).